Event description:
Patient presented to the hospital with confusion and calcium level of 20.1 mg/dl after recent left total knee replacement complicated by infection requiring wound debridement, joint washout, liner exchange with calcium antibiotic bead placement. During admission, the patient was treated with continuous intravenous fluids, calcitonin 340 units x3 doses, and 1 dose of zoledronic acid. Suspected reason for elevated calcium serum level was from calcium sulfate-containing antibiotic beads. Medication intoxication was also be considered (vitamin d, calcium supplement, thiazide diuretics). Given timing and other causes being less likely, the calcium sulfate-containing antibiotic beads are the leading etiology of hypercalcemia for this patient. This is also supported by case reports of hypercalcemia from these calcium sulfate-containing antibiotic beads. Diagnosis for use: post-op wound infection.